Event description:
Related manufacturer reference number:(B)(4). Related manufacturer reference number:(B)(4). It was reported patient was experiencing pain at the ipg site and ineffective therapy since both the leads had migrated and confirmed via x-rays. As such, surgical intervention took place on (B)(6) 2024, where the ipg was replaced with a smaller ipg and both the leads repositioned thereby restoring effective therapy.

Manufacturer narrative:
B3 - date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.